Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. The right ventricular (rv) leads exhibited increasing thresholds and capture problems. The right atrial (ra) lead also reported capture problems. Both leads remain in use. No further patient complications have been reported as a result of this event.